Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and then displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported ECG monitoring failure could not be reproduced during device testing. However, the customer's report was observed during review of the device data logs. The device passed all functional tests. The multifunction cable (mfc) was not returned for evaluation. The defib receptacle was replaced as a precaution. It was also reported that the device powered off during use, but no shutdown was recorded in the log for the reported date of 05/10/25. However, there were multiple low battery shutdown prior to the event suggesting a pattern of behavior. The device was recertified and returned to the customer. The x series operator's guide recommends: always carry at least one fully charged spare battery. Rotate spare batteries routinely. Recondition batteries every quarter for units older than 3 years; for newer units, once a year for the first three years. Analysis for reports of this type has not identified an increase in trend.